Event description:
Customer received a reading in the morning of 89 mg/dl and then received a reading of 344 mg/dl. The customer was using off-brand strips and did not have the supplies to complete a review of the system. Supplies were sent to the customer to review the system and instruct the customer on proper technique and the importance of using the appropriate test strips. The customer was invited to call 24/7 once they received the supplies to complete the system review.